Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the insulin pump had a motor position encoder error alarm. The customer's mother reported that the device lost all of its settings and can not be reprogrammed. The caller reported that this issue began during input of carbs. Blood glucose level at the time of the incident was 150 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify other error alarms in the alarm history due to an over written history file. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.